Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. The device's battery pins were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report that their device keeps switching off. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Section h11 of the initial medwatch report indicated: stryker evaluated the customer's device and duplicated the reported issue. The device's battery pins were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Section h11 of the initial medwatch report should have indicated: stryker evaluated the customer's device and was unable to duplicate or verify the reported issue. The device's battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device keeps switching off. In this state the device may not be able to delivered defibrillation therapy if needed. There was no report of patient use associated to the reported event.